Manufacturer narrative:
The event electrodes were returned for evaluation and the customer's report was observed. Visual discrepancies were observed suggesting the CPR puck was detached and reapplied to the packaging based on how the product is manufactured. Due diligence confirmed that the retainer sample was manufactured as per zoll's specification. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the electrode pad components were stuck together and were unable to adhere to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.